Manufacturer narrative:
Reporter information: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that there was misalignment in the touchscreen. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) went onsite and confirmed that the touchscreen had misalignment in positions. The fse attempted to calibrate the touchscreen, but this did not resolve the issue. The fse replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The touchscreen was tested, and the failure was unconfirmed. Pil found that this touchscreen passed all flex cable resistance verification testing and all resistance ratio testing as well. This touchscreen was verified to be functional with no error.